Event description:
It was reported that the patient with a known depression attempted to commit suicide by ingestion of 10g tablets of madopar 125 on (B)(6) 2009. The patient was hospitalized and received from the event by (B)(6) 2009. It was noted that the patient was on the following medications: requip lp 8, madopar 125, seroplex, and rivotril.

Manufacturer narrative:
Product ID: 7482-51, serial# (B)(4), product type: extension. Product ID: 7482-51, serial# (B)(4), product type: extension . Product ID: 3389-28, lot# b0934377k, product type: lead. Product ID: 3389-28, lot# b0934376k, product type: lead. (B)(4).